Event description:
It was reported that the interbody device broke while implanting into s1-l5-l4 with "mild hammering." The device was removed and replaced with another product. No additional complications were reported.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 2991232, product code max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however, a like device catalog # 2991232, 510k # k073291 was cleared in the united states. Evaluation of the returned device found that the cage presents symmetric crack at the junction with the implant inserter, suspecting a load has been applied in the upper or lower vertebra direction during the insertion of the cage. The returned cage was found broken at the level of the attachment with the implant inserter. No pre-existing defect was found at the level of the breakage. The breakage is consistent with an over-loading of the part. The origin of the over-loading can be attributed to the application of an lateral up or down load on the implant inserter in conjunction with a rotation along the cage axis during the implantation of the cage. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.